Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump presented a motor error¿ was duplicated. The probable cause was the device motor had more than 12 million revolutions. Visual inspection found the downstream occlusion (dso) seal was detached. The dso seal was replaced, and the motor was replaced as a preventative measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump presented a motor error. The status of the product at the time of event was before infusion. There was no patient involvement reported and there was no harm.